Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to protruded loose drive support disk. No a33 alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the customer received a compromised force sensor system alarm. It was also found insulin was dripping during the fill tubing process. Customer also stated insulin was squirting out during their manual prime. Troubleshooting found the customer's drive support cap was sticking out. The customer also stated insulin did not continue to drip after letting go of the act button. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.